Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for the prophylactic use of a heli fx endoanchor system with a medtronic stent graft, a fault occurred in the applier when implanting the sixth endoanchor. The light of the backward arrow and the blue dot illuminated and the applier stopped working, preventing full release of the endoanchor and leaving it partially deployed. It was confirmed the endoanchor crossed the fabric of the stent graft. The physician rotated the device and detached the endoanchor from the fabric and remove from the patient. A new applier was used to complete the procedure. No patient complications have been reported as a result of this event.